Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the implantable neurostimulator (ins) was replaced because it wasn¿t holding a charge, and had been ¿floating around.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.